Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an invalid transmitter ID alert on (B)(6) 2020. Despite multiple attempts, a sensor session was unable to be started. A root cause could not be determined. A replacement transmitter was sent to the customer. On (B)(6)2020 and (B)(6) 2020 customer experienced additional invalid transmitter ID alerts, and it was found that the customer did not follow tandem technical support recommendation to replace the transmitter that caused the initial alert on (B)(6) 2020. Customer replaced transmitter, and successfully started sensor session. No additional patient or event information was available.